Event description:
The customer reported a malfunction of their speaker on their intellivue mp50 and there is no audio. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.